Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report a detached sensor wire on (B)(6) 2015. Upon removal of the sensor pod, the patient's mother stated that the sensor wire appeared to still be inside the applicator barrel. The patients sensor was inserted into the arm. The patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).